Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting low defibrillation impedance. Programming changes were performed to resolve the issue. The patient was in stable condition.